Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported positioning failure of inability to grasp appears to be related to patient morphology/pathology. The reported gripper line break and tissue injury appear to be due to multiple grasping attempts. The unchanged mr appears to be related to the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances as an intra-aortic balloon pump (iabp) was placed. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, large coaptation gap, possible cleft to medial aspect of valve, thin leaflets, restricted posterior mitral leaflet (pml), and anterior mitral leaflet flail. A mitraclip xtw was inserted without issues. However, leaflet damage was observed and a gripper line broke. Therefore, the clip was removed and replaced. One clip was then deployed on the mitral valve without issues. An intra-aortic balloon pump (iabp) was placed, and the procedure was discontinued.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.